Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient underwent a left knee arthroplasty approximately 10 years ago. Subsequently, the patient has suffered 3 falls in the past 3 months due to the knee giving out. The patient consulted the surgeon and x-rays were taken and showed the bearing was worn and will need replaced. No revision has been reported to date. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided were insufficient to perform visual or dimensional evaluations. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. A definitive root cause cannot be determined, and the cause for patient fall is unknown. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.